Event description:
It was reported that during a laparoscopic urology procedure, the tip fell off (tissue pad) into the pt. The tissue pad was retrieved from the pt without incident. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.